Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient's batteries are not holding charge and the charger is not providing charge on one (1) of the ports. There was no reported injury as a result of this event. The patient was issued replacement batteries and a battery charger and the reported devices were returned to the manufacturer for evaluation. Upon evaluation, the batteries passed visual inspection and functional testing. The battery charger failed functional testing as a result of port four's (4) inability to charge batteries due to recessed pins. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, the reported event was confirmed and suspected to be a manufacturing issue, it was shown that the battery charger met manufacturing specifications upon release from the facility. The most probable root cause for the reported "not charging" event can be attributed to recessed pins on port four (4) as a result of improper assembly during manufacturing. Although failure analysis results indicate the batteries performed per specification based on the results of a previous internal investigation, field actions and changes to the battery internal cell supplier, the most likely cause of reported "power consumption issue" can be attributed to faulty internal cells within the battery pack. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of four reports 3007042319-2016-00011, 3007042319-2016-00012, 3007042319-2016-00013 and 3007042319-2016-00014 submitted for devices related to the same event.

Event description:
It was reported from the united states that the batteries are not sufficiently holding charge and battery charger has a port that is not providing power to charge the batteries. There was no reported patient injury as a result of this event. The reported batteries and battery charger were replaced and returned to the manufacturer for evaluation.